Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing palpitations that were causing discomfort. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and undersensing of high rate episodes. The lead was repositioned before the patient was released after initial implant. The sensing problems persisted so the lead was later reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was explanted and replaced.